Event description:
After 7 days from the primary surgery, the patient came in due to a dislocation between the liner and glenosphere and the cause was unknown. The surgeon upsized the liner to give the patient more stability and minimize the occurance of future dislocations. The surgery was successfully completed.

Manufacturer narrative:
Batch review performed on 12 september 2025. Reverse shoulder system 04.01.0119 humeral reverse hc liner ø36/+0mm (k170452) lot. 2504646: (B)(4) items manufactured and released on 07-may-2025. Expiration date: 23-april-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additionmal devices also revised. Reverse shoulder system 04.01.0169 glenosphere - ø36x24.5 (k170452) lot. 2501774: (B)(4) items manufactured and released on 23-april-2025. Expiration date: 06-april-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.